Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 5 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was monitored weekly due to recurrent driveline fault alarms. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files dated from (B)(6) 2017 to (B)(6) 2018 and observed 28 driveline faults. Follow up log file analysis from (B)(6) 2018 revealed 131 driveline fault alarms and a small amount of degradation within the driveline, however the monitored phase had not yet been broken. On (B)(6) 2018, it was reported that the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further information was provided.